Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The left monitor was replaced during service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the image became extremely small. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.